Manufacturer narrative:
The following fields were updated: b4: date of this report d9: is this device available for evaluation? G3: date received by manufacturer g6: type of report h2: if follow-up, what type? H3: device evaluated by manufacturer h6: adverse event problem codes h11: additional manufacturer narrative the zoom 7x was returned separated into three segments. An additional break occurred during the decontamination process due to excessive manipulation during flushing. Images of the device taken prior to decontamination were used to confirm identification of the original catheter shaft fracture segments. Device investigation identified damage consistent with the application of axial force during the procedure, resulting in stretching of the shaft materials prior to fracture. Kink damage was observed on the proximal segment, and tip damage was noted on the distal segment. Review of the manufacturing records for the zoom 7x confirmed that the product met all design and manufacturing specifications. The exact root cause of the shaft fracture could not be determined from the device investigation. Complaint information indicates that the rotating hemostasis valve (touhy) may have been overtightened during removal of the zoom 7x after the first pass. However, this could not be confirmed.

Event description:
It was reported that the patient underwent a mechanical thrombectomy of the m1 segment using zoom 88, along with a third party access catheter and sheath. Stenosis of the carotid artery was noted. The physician advanced the zoom 7x over a zoom 35 and third party wire to the m1 clot and successfully retrieved the clot. A remaining clot was identified in the m2 segment. The physician then used a zoom 35 and a third party wire to advance the 7x to the clot in the m2. On second pass, the physician removed zoom 7x and noticed that the tip was missing and was lodged in the m2/m1/ica. The physician advanced the zoom 88 to the detached tip and successfully removed it by aspirating through zoom 88. Full reperfusion of both the m1 and m2 segments was achieved. A total of two passes were completed for the procedure. The patient's post procedure status was reported as stable.

Manufacturer narrative:
The zoom 7x was not returned for investigation. The manufacturing records were reviewed and showed the product met the design and manufacturing specifications. Without the return of the device, the exact root cause for the shaft break could not be determined. However, based on the available information, the presence of carotid artery stenosis was likely a contributing factor to the event.